Event description:
It was reported that the insulin pump has an unresponsive keypad, the casing is damaged, the plastic is cracked, and the transparant window of the reservoir is missing. The blood glucose reading was 8.2 mmol/l. Nothing further reported.

Manufacturer narrative:
All buttons function properly. No button error alarms noted. However corroded keypad traces noted. No missing reservoir window noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Missing display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.